Manufacturer narrative:
D4 (expiration date) is 9 apr 2023.

Manufacturer narrative:
The ev1000 volumeview cable was sent to our technical service center for a full evaluation. As received, no defect was found from visual inspection with this evvvtc1. The cable was tested and thermodilution could be started, bt and it were stable, even by twisting the cable in different parts. Cable was measured and thermistor connector shows 1.5ohm on each cable, same measurement was performed on our known good unit (kgu) evvvtc1 cable and the same result was obtained. No further evaluation could be performed. Evaluation results revealed that the reported event of 'incorrect body temperature' was unable to be confirmed, since no defect was found on the returned device. Based on the available information, no further action is required at this time.

Event description:
As reported, during use in patient, this ev1000 volumeview cable did not indicate the correct body temperature. No further information was available. There is no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.